Event description:
It was reported prior to insertion, the spring wire guide was found to be broken. The device needed to be changed. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided a photo for evaluation. The complaint of swg kinked was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported prior to insertion, the spring wire guide was found to be broken. The device needed to be changed. No patient involvement with the device was reported.